Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse s/t 23x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported that attaching to the glass cone is difficult and causes the attached luer lock cone to pop off the glass syringe the samples are attached. When did the incident occur? During use. Short description on the glass syringe of the vaccines, the luer lock hub fitted by the syringe manufacturer comes loose when the syringe is screwed on. Additional information provided: was the device being used in/on patient when the issue occurred? During and after use was patient or user harmed? If yes, please explain no one would be harmed could you please confirm whether the sample is ready for collection? The samples are being sent to heidelberg.